Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements and high pacing thresholds. Due to this, this implantable pacemaker entered in safety mode. It was decided to replace the device. This lead remains in service. No further adverse patient effects were reported.